Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which revealed a disconnection of the injection site from the bag. The reported condition was verified. The cause of the reported condition was a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of a 3-lead 3l bag came loose which resulted in a leak of the unknown solution. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.